Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result was 15.34 miu/ml and was reported outside of the laboratory. The doctor questioned the result and the same sample was repeated on (B)(6) 2018 with results of 2057 miu/ml with a data flag and 2076 miu/ml with a data flag. There was no allegation of an adverse event. The reagent lot number was 25919901 with an expiration date of 30-nov-2018. The calibration and qc data were acceptable. The field service representative checked the probe alignment. During maintenance, the customer found a droplet of water on the sample probe. The provided analyzer alarm trace showed alarms on the date of the event indicating that an issue with the sample caused a problem during aspiration.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.